Event description:
Drain placed in 2001 and was being removed 2 days later. While being removed the drain broke, leaving a portion in the patient. The patient required a second procedure for removal of the broken piece.